Manufacturer narrative:
Device evaluation: the thermometry anomoly was noted post-hemorrhage.

Event description:
It was reported that prior to an ablation procedure, the patient experienced a hemorrhage. The physician believed that the bleeding had resolved and chose to proceed with the case. The physician then inserted the probe and a thermometry anomoly was observed; a flair sequence was run. Fluid was observed on the scan, the probe was removed, and the case was then aborted to perform a craniotomy. There were no further patient complications reported in relation to this event.

Event description:
It was reported that prior to an ablation procedure, the patient experienced a hemorrhage. The physician believed that the bleeding had resolved and chose to proceed with the case. The physician then inserted the probe; a flair sequence was run. Fluid was observed on the scan, the probe was removed, and the case was then aborted to perform a craniotomy. There were no patient complications reported in relation to this event.